Event description:
It was reported that the device failed accuracy testing at +7.05%. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: 30-jan-2025. H3: one device was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was lifting. The dso seal was replaced. Functional testing was performed and the reported issue was duplicated. The cause was the expulsor. The expulsor was replaced to correct the problem. The pump then passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.